Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1919741) on 31-oct-2019. The most recent information was received on 07-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("general exhaustion from the constant pain"), abdominal pain ("abdominal pain "), back pain ("lower back pain "), nausea ("nausea "), somnolence ("drowsiness ") and constipation ("constipation"). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, abdominal pain and back pain had not resolved and the nausea, somnolence and constipation outcome was unknown. The reporter considered constipation and somnolence to be unrelated to essure. The reporter considered abdominal pain, back pain, fatigue, nausea and pelvic pain to be related to essure. The reporter commented: the pain started around 2015-2016 and has intensified to point where it was now constant. No specific diagnosis was made but lots of examinations. Admission to the emergency room on (B)(6) 2019, followed by a colonoscopy on (B)(6) 2019, which led her to explore possibility that the essure devices could be the cause of this pain. She would like to have the device removed as soon as possible, but the gynecologist who inserted essure said nothing could be done before (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("general exhaustion from the constant pain"), abdominal pain ("abdominal pain "), back pain ("lower back pain "), nausea ("nausea "), somnolence ("drowsiness ") and constipation ("constipation"). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, abdominal pain and back pain had not resolved and the nausea, somnolence and constipation outcome was unknown. The reporter considered constipation and somnolence to be unrelated to essure. The reporter considered abdominal pain, back pain, fatigue, nausea and pelvic pain to be related to essure. The reporter commented: the pain started around 2015-2016 and has intensified to point where it was now constant. No specific diagnosis was made but lots of examinations. Admission to the emergency room on (B)(6) 2019, followed by a colonoscopy on (B)(6) 2019, which led her to explore possibility that the essure devices could be the cause of this pain. She would like to have the device removed as soon as possible, but the gynecologist who inserted essure said nothing could be done before (B)(6) 2020. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.